Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Sensor was reprogrammed and simvivo test performed. All results were within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor¿ error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness, restless and hypoglycemia" and was unable to self-treat. The ambulance were called to the customer home. Upon arrival, the customer received an unspecified injection by a healthcare professional. Additionally, the customer reported that the treatment was ¿targeting the liver. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.